Event description:
In 2008, a medication cassette reservoir containing 100ml of hydromorphone (200 mg) was installed on the suspect medical device and placed on the patient (the rate is unknown). At approximately 3 days later; per the pump's display 64.9 ml should have been remaining in the reservoir but the cassette was empty. The patient was admitted to the hospital due to the possibility of narcotic overinfusion. The patient was released and placed back on to a pca pump. The pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.